Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had evidence of oversensed noise resulting in pacemaker mediated tachycardia (pmt) and atrial tachy response (atr) episodes. The noise had varying amplitudes and boston scientific technical services (ts) suspected possible insulation damage with lead chatter. Ts recommended isometrics and pocket manipulation along with an x-ray. The isometrics and pocket manipulation were performed but not the x-ray. The patient has been referred for a system explant at another account. The patient will be remotely followed on a weekly basis until the procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Attempts to obtain additional information were unsuccessful as the account was unwilling to provide additional information.